Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: please confirm, was the trocar sleeve broken? Yes.

Event description:
It was reported that during a esophagectomy when the device was put in the chest of the patient to use, that the device was broken. The device was taken out immediately to check its integrity. The device was intact after putting all the parts together. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.